Event description:
Pt was placed on v.a.c. Therapy to treat a skin graft. It was reported that the foam dressing was hard after removal. It was also reported that while the v.a.c. Theraphy was in use, the t.r.a.c. Pad was replaced after it was pulled off by the pt. The pt's graft had a 50% take at the last reported observation.